Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr701 implantable pulse generator - (B)(6) 2005 ; 459245 - implantable pacing lead - (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was noted that it appeared that the lead's output had b een reprogrammed as it was previously at .75 volts and is now at 5.0 volts. The lead remains in use. No patient complications have been reported as a result of this event.